Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any patient consequences?

Event description:
It was reported that during the procedure a clip applier was used. The clip applier isn't firing smoothly and the clips aren¿t properly formed.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: were there any patient consequences reported? No patient consequence was reported by the hospital.

Manufacturer narrative:
(B)(4). Batch # p9302f. Device analysis: the analysis results found that the el5ml device was received with no damage in the external components. Upon cycling, the instrument was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. No conclusion could be reached as to what may have caused the event reported. The batch history record was reviewed and identified a feeding defect related to the reported incident were found. When this occurs, our quality system documents the necessary actions to ensure final product quality. The final quality release criteria were met before this batch was released for distribution. In addition, no protocols or ncr related to the complaint, were found during the manufacturing process.